Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted dried blood was present around the helix and the helix was extended. However, the helix tip was observed to be deformed and had the appearance of being pushed in or not fully extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend the helix caused the inner conductor coil to break. Due to the helix tip damage, it is possible that when trying to extend an already extended helix, the lead was overtorqued and the fracture occurred.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. After multiple attempts, the physician was unable to extend the lead's helix. The ra lead was removed prior to pocket closure. An alternate lead was implanted without issue. No adverse patient effects were reported.